Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Reportedly the customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) was "high"; however, a specific value was not provided. Customer delivered a manual insulin injection and a bolus via the pump to address bg level.